Manufacturer narrative:
Clinical review: there is a temporal relationship between peritoneal dialysis utilizing the liberty select cycler with liberty cycler set and the patient event of peritonitis. However, there is no documentation in the complaint file to show a causal relationship between the adverse event and the use of the liberty select cycler and cycler set. Additionally, there is no allegation or evidence of a device malfunction or deficiency, or cycler set defect reported for this event. Although no information was provided related to culture results or the determined cause of the reported peritonitis, all pd patients are at risk of peritonitis due to a compromised immune system and the increase of potential for microbial contamination from dialysis techniques. Most cases of peritonitis are caused by touch contamination by the patient with the pd catheter being a source of entry for organisms into the peritoneum. Based on the limited information and no allegation of a malfunction, deficiency, or defect the liberty select cycler and cycler set can be excluded as the cause of the patient¿s reported peritonitis event. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that this peritoneal dialysis (pd) patient was diagnosed with peritonitis. The patient went to the pd clinic on (B)(6) 2025 due to issue with the treatment and pd catheter (not a fresenius product). The patient was unable to complete the treatment on that date. On (B)(6) 2025 the patient went to the emergency room (ER) due to the pd catheter not working. The patient was admitted. The patient was diagnosed with peritonitis. The patient¿s treatment modality was transitioned to hemodialysis (hd). The patient was discharged on (B)(6) 2025. The patient began in-center hd on (B)(6) 2025. It is unknown when the patient will return to pd. No information pertaining to culture results, antibiotic therapy, or the cause of the peritonitis were provided. Attempts to obtain additional information were unsuccessful.

Manufacturer narrative:
Additional information: d.9., h.3. Plant investigation: the actual device was returned to the manufacturer for physical. A visual inspection of the returned cycler exterior showed signs of physical damage due to heater tray and rear panel. There were no visual indications of dried fluid within the cassette. There were visual indications of particulates within the cassette area. There were no burrs or sharp edges in cassette area that may have punctured a cassette membrane. System air leak test passed. Valve actuation test passed. A simulated treatment using (as-received) treatment settings with reduced dwell times was performed and completed without failures. No fluid leaks in the test cassette during the treatment test. There were no visual discrepancies encountered during the internal inspection. The device history record did not reveal any issues or problems related to the reported symptom code(s). Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. An associated cause could not be determined.

Event description:
It was reported that this peritoneal dialysis (pd) patient was diagnosed with peritonitis. The patient went to the pd clinic on (B)(6) 2025 due to issue with the treatment and pd catheter (not a fresenius product). The patient was unable to complete the treatment on that date. On (B)(6) 2025 the patient went to the emergency room (ER) due to the pd catheter not working. The patient was admitted. The patient was diagnosed with peritonitis. The patient¿s treatment modality was transitioned to hemodialysis (hd). The patient was discharged on (B)(6) 2025. The patient began in-center hd on (B)(6) 2025. It is unknown when the patient will return to pd. No information pertaining to culture results, antibiotic therapy, or the cause of the peritonitis were provided. Attempts to obtain additional information were unsuccessful.

Manufacturer narrative:
Correction: a.1.

Event description:
It was reported that this peritoneal dialysis (pd) patient was diagnosed with peritonitis. The patient went to the pd clinic on (B)(6) 2025 due to issue with the treatment and pd catheter (not a fresenius product). The patient was unable to complete the treatment on that date. On (B)(6) 2025, the patient went to the emergency room (ER) due to the pd catheter not working. The patient was admitted. The patient was diagnosed with peritonitis. The patient¿s treatment modality was transitioned to hemodialysis (hd). The patient was discharged on (B)(6) 2025. The patient began in-center hd on (B)(6) 2025. It is unknown when the patient will return to pd. No information pertaining to culture results, antibiotic therapy, or the cause of the peritonitis were provided. Attempts to obtain additional information were unsuccessful.